Event description:
The customer called lfs in 2002 alleging that the customer's ot ii meter had been giving the customer erratic readings, which resulted in hospitalization. Documented the following information: "the customer stated that the customer just was released from the hospital due to high readings and to large lumps growing out of the customer's head and back. The customer stated that the lumps were diabetic related. The customer stated that due to the meter was giving readings in the low 200's and the hospital received a reading in the 400's that this could have caused thee customer harm. Replacing meter with the one touch ultra." Patient was treated with insulin and antibiotics through IV. Patient is now on insulin.